Manufacturer narrative:
H11: h3, h6: the reported device was received for evaluation. A visual inspection revealed broken lanyard. A functional evaluation was performed on the returned device and found a short circuit error message on both port a and b when the returned device was connected to the test d2. An analysis of the customer provided image found the screen of a console, the error message "short circuit detected" can be read. In a second image, the product information of the reported device can be seen. The failure is associated with a well-known failure mode that has been thoroughly investigated in prior complaints. No new information, trends, or patient impact were identified that would warrant further review. Based on the information available, there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause for overheating of the reported event could not be determined since the reported malfunction could not be duplicated during the investigation. The root cause for electrical shorting has been associated with component failure. Factors that could have contributed to the reported event include damage on the hall board which may contribute to a short circuit or a damaged cord. Based on this investigation, the need for corrective action is not indicated.

Manufacturer narrative:
H11: h2: corrected data on g4: PMA/510(k)number. H3, h6: the reported device was not returned to the designated complaint unit for independent evaluation. However, an analysis of the customer provided image found the screen of a console, the error message "short circuit detected" can be read. In a second image, the product information of the reported device can be seen. The failure is associated with a well-known failure mode that has been thoroughly investigated in prior complaints. No new information, trends, or patient impact were identified that would warrant further review. Based on the information available, there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause of the reported event could not be determined since findings cannot lead to a clear cause of the reported event. Factors that could have contributed to the reported event include damage on the hall board which may contribute to a short circuit or a damaged cord. Based on this investigation, the need for corrective action is not indicated.

Manufacturer narrative:
H10: internal complaint reference: case-(B)(4). H3,h6:this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that during a knee arthroscopy, the mdu was producing a 'short circuit' error message when connected to the port a on the console and the cable was overheating. The port a was damaged and if the mdu was connected to port b, the message "short circuit" appears. The procedure was completed with a s+n back up device. There was a surgical delay of 5 minutes and no further complications were reported.